Event description:
In 1985 pt had dow corning silicone breast implant put into their body. Shortly after pt started showing abnormal blood work and the drs were concerned but did not want to talk about the implants and the possible risks. Within two years pt developed an unexplainable eye disease. After seeing many eye specialists pt was diagnosed with thygison's disease, aka ship yard's disease. Pt suffered so badly pt could not be near even a "speck of lite". Pt had to wear oversized very dark glasses and hat and still could not go outside most of the time, the symptoms included white wooly dots in and on eye balls. Since eye drs don't usually have knowledge in auto immune disease pt was never diagnosed correctly. Lupus is the correct diagnosis. Adjuvant disease which is silicone associated multi symptomatic auto immune disease. Thygison's should run its course in about 2 years, the eye disease was worse in times of stress and die off for a few years only to return with worse debilitating symptoms than before. Pt had to use pred forte steroid drops for many years. Pt used it very sparingly as the doctors hesitated to even give it to them. Pt also developed painful embarassing digestion problems, fatigue, depression, aches and pains, rashes, and mild, memory and cognitive problems. This continued for 18 years, then in early 12/2003. Pt suffered a life changing fall face forward resulting in bilateral ankle injuires, sprains, and bone trauma. Within 2 mos pt could not handle their life, the office and computer work that pt used to come easy was impossible to do. Their brain isn't working and their memory is worse than ever. It wasn't till 06/2004 someone commented that the breast implants may be the cause of their problems. Since no one dr or professional, or person told them the implants may be bad or unsafe and were not approved by the FDA, pt had no idea that it may be their problem. Pt stuck their head in the sand along with some people because pt was unaware, and did not want to go thru any more surgery. But pt could no longer deny the truth. Pt had been betrayed by the FDA and the industries that own the leaders. Their life will never be the same. Pt went to drs and plastic surgeons seeking answers and help, only to be told pt was nuts, mocked, thrown out of office, and all refused to admit the implants may be damaged, ruptured, or making pt sick at all. Most drs don't know what the federal records show, that implants are loaded with 37+ toxic chemicals that don't belong in the bodies and or perhaps on the planet. Anyway pt finally figured out pt had to have these implants removed asap, on their own made this decision with absolutely no professional trying to help or protect them. Sure enough the implants were severely ruptured, one was completely empty and the other nearly so, pt had gained over 20 pounds since implantation so maybe that is part of the reason no plastic surgeon said they were ruptured, not one of them would remove the scar tissue that is loaded with toxins while removing the implants. Only one dr would. He is the best and he is highly credible. Since the fall the life has been spiraling out of the control, pt is 100% disabled, and the problems and disappointments coming into every part of their life and only get worse each day. The eye disease was lupus related due to the silicone paticles. Pt had a neuro surgeon tell them that the implants will make a person loose their mind, their vision and die. Pt was lied to back in 1985, pt was told the same lies being told today by the mfrs, mentor's info clearly shows they have taken even less precautions to protect them than the other one, but FDA stands by mentor.